Event description:
It was reported to philips that the system was stuck at zero; boot issues with detector and software mismatch on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a detector power reset and software reload. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).